Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional device referenced in b5 is being filed under a separate medwatch report.

Event description:
It was reported this was an arteriotomy closure of a right common femoral artery using a prostyle device after a percutaneous transluminal angioplasty (pta) procedure with a 6f sheath. Reportedly, a cuff miss [suture retrieval issue] occurred with two devices. Manual compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
A visual inspection, functional testing, dimensional analysis was performed on the returned device. The failure to cycle was not confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. However, a review of the complaint history of the reported lot revealed similar complaints from this lot, indicating there is a potential quality issue. Based on the reported information and the observations from the returned analysis, a definitive cause for the reported issue could not be determined. In this case, it appears the device was used out of sequence performing step 3 prior to step 2; however, this cannot be confirmed as the suture, link and cuffs were not returned and the posterior needle tip ejected when tested. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.